Event description:
It was reported that patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular (rv) lead exhibited high capture threshold. Lead was capped and replaced on (B)(6) 2022. Patient was in stable condition.